Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the feeding sets were leaking.

Manufacturer narrative:
The customer contacted us on february 20, 2020 and stated that the initial event description reported was inaccurate. The customer has corrected the original description. After reviewing the new information provided it was determined that this report was submitted in error as the incident does not meet the MDR regulation requirements of a reportable event. The feeding sets were not leaking. Please disregard report number 1282497-2020-08930.